Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there were no audible tones from the mx40 during bootup at the time of the event, the speaker has been replaced. Based on the information available and the testing conducted we were unable to replicate the reported problem.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there were no audible tones from the mx40 during bootup. The device was not in use on a patient at the time of the event, there was no patient involvement.